Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the atrial leadless pacemaker (lp) dislodged. The lp was explanted and replaced. The patient was in stable condition.